Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed typical usage alarms and warnings. There was no time loss or time/date resets observed in the black box. The pump was exercised for 120 hours with no time loss duplicated. There was no defect found on investigation.

Event description:
The patient contacted animas alleging that the subject pump is losing time. The patient reported that for the past 2 months, she consistently notices that her pump is 15-20 minutes behind after resetting the time to correlate with the time on her cell phone. At the time of troubleshooting, customer support reviewed pump history and found no pertinent alarms and confirmed all boluses were completed. There was no reported patient impact associated with this complaint.